Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the device was in the rewind mode. 911 paramedics were called due to customer's low blood glucose. Customer's blood glucose was 128 mg/dl. Customer had dementia, leukemia, and gastro paresis. Customer will not be returning the device for analysis.